Manufacturer narrative:
The failure of the magnet valve was found to be related to the use of an inadequate spider pattern inside the magnet valve. The supplier has returned to the use of the original standard pattern. Co has determined that no field upgrade will be necessary.

Event description:
During open heart surgery the ventilator reportedly had the working pressure climb, the setp motor began to chatter, and the upper pressure limit sounded, settings are not available.